Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse removed and replaced the batteries as required. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our evaluation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) battery malfunctioned. It was later clarified that the batteries were not lasting more than an hour. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue battery indicated a low battery. To fix the issue, the fse replaced the batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.